Event description:
The sales representative reported a hip revision surgery due to patient dislocation of the hip. The original surgery included an omni femoral neck and an omni femoral head. During the surgery the surgeon removed and replaced the femoral neck and femoral head. Additionally the surgeon implanted an omni stem. The original implant surgery was on (B)(6) 2012. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the surgery the surgeon removed and replaced the femoral neck and femoral head. There was no report of defect or failure to meet identify, quality, durability, reliability, safety, effectiveness, or performance of the device.